Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2017 stating that the customer's elevated bg level had resolved and no further assistance was needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on the previous day, the customer had experienced elevated blood glucose (bg) levels with "high" ketones. The contact stated that customer's glucometer read "high", indicating that bg levels were over 600 mg/dl. Per the healthcare provider's (hcp) instructions, the contact took the customer off the pump, due to dangerous level of ketones, and addressed bg level with manual injections, until bg level was back in target level and ketone test was negative. On the day of the call, the customer changed the cartridge and the site and resumed insulin therapy on the pump. However, customer's bg level again became elevated to 242 mg/dl. A bolus was delivered with the pump to address bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. A recommendation was made for the customer to change out the site.